Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customers blood glucose was 206-207 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.